Event description:
Consumer was using the pad on her back when it started to get too hot, melted and burned cover.

Manufacturer narrative:
Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided . No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.